Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported event could not be conclusively determined. The hm3 IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a moderate pain since last night in the area of the sensor. Dressing was changed daily. The patient was given antibiotics, later experienced hemorrhagic eruption due to allergic reaction from antibiotics. This event was resolved on (B)(6) 2019.